Event description:
The occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the patient and had difficulty crossing the lesion site. After some manipulation the physician was able to advance the wire through the lesion site and inflated the occlusion balloon to 6mm to occlude the vessel, the physician decided to pre-dilate the vessel first before placing a stent. The physician inserted a pre-dilitation balloon and inflated and dilated the vessel. The physician removed the dilitation balloon and inserted the stent delivery catheter and before the stent was placed the occlusion balloon had deflated. The physician decided to continue the case without occlusion in place. The patient is reported to be fine.